Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling and pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy and bso; due to left adnexal mass and sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to mesh erosion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 as per physician recommendation.

Manufacturer narrative:
(B)(4).